Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (01/2023).

Event description:
It was reported that during a stent placement procedure, the device was allegedly unable to be deployed due to the broken catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a vascular stent graft procedure for treatment of an aortoiliac occlusive disease, the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related cause was considered, therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the sample evaluation, the stent graft was identified partially deployed. No break can be identified, which leads to confirmed result for partial deployment. It was reported that the device was used to treat aortoiliac disease so it is not known if the device was used in aorta or iliac. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' In regards to accessories the instructions for use state: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.', 'the catheter tip is tapered to accommodate a 0.035 in. Guide wire.', , the packaging labels indicate an introducer size of 9f. The instructions for use further state: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.' Regarding the treatment site, instructions for use states: 'vascular stent graft, for use in the iliac and femoral arteries'. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g5. H10: d4(expiry date: 01/2023),g3. H11: g2,h6(method, result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.